Manufacturer narrative:
It was reported that the ventilator was generating a technical alarm indicating a communication failure, and was failing the pre-use check due to internal leakage failure. Our field service engineer investigated the device at the hospital, the issue was resolved by the replacement of two printed circuit boards (pcb), the monitoring and control pcb, and the o2 sensor cable as the communication failure was pointing out this part as faulty. No device logs or replaced goods have been returned for technical investigation. The cause to the reported issue cannot be established without anything to investigate.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a communication error and failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).